Event description:
This is filed to report single leaflet device attachment (slda), recurrent mitral regurgitation. It was reported that on (B)(6) 2023, a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with grade of 4. Two clips were implanted with no reported issue, reducing mr to <1. There was no clinically significant delay in the procedure and no adverse patient effects. On, 25may2023 a follow-up transesophageal echocardiogram (tee) confirmed there was a single leaflet device attachment (slda) of the xtw. The clip had detached from the posterior leaflet. The mr increased to grade 4. A re-do procedure was scheduled for 30may2023. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the available information, a cause for the reported incomplete coaptation/slda could not be determined. The reported mr is a cascading event of the slda. Additionally, mr is listed in the IFU as a known possible complication associated with mitraclip procedures. The reported serious injury/illness/impairment is the result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.